Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this had an isolated stored signal artifact monitoring (sam) episode which revealed high out-of-range (oor) pacing impedance measurements on the right atrial (ra) lead. Which led to a lead safety switch (lss). Noisy signals and oversensing were noted on the same day. Additionally, an alert was detected for right atrial automatic threshold (raat) suspension. The raat failed to measure the threshold as a result of the oor pacing impedance measurements. Loss of capture was also observed. As such a lead fracture was suspected. Technical services recommended bringing the patient for further evaluation. No adverse patient effects were reported. The product remains in service.

Event description:
It was reported that this had an isolated stored signal artifact monitoring (sam) episode which revealed high out-of-range (oor) pacing impedance measurements on the right atrial (ra) lead. Which led to a lead safety switch (lss). Noisy signals and oversensing were noted on the same day. Additionally, an alert was detected for right atrial automatic threshold (raat) suspension. The raat failed to measure the threshold as a result of the oor pacing impedance measurements. Loss of capture was also observed. As such a lead fracture was suspected. Technical services recommended bringing the patient for further evaluation. No adverse patient effects were reported. The product remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The reported clinical observation could not be confirmed through analysis but is a design inadequate for purpose of the use of this product. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this had an isolated stored signal artifact monitoring (sam) episode which revealed high out-of-range (oor) pacing impedance measurements on the right atrial (ra) lead. Which led to a lead safety switch (lss). Noisy signals and oversensing were noted on the same day. Additionally, an alert was detected for right atrial automatic threshold (raat) suspension. The raat failed to measure the threshold as a result of the oor pacing impedance measurements. Loss of capture was also observed. As such a lead fracture was suspected. Technical services recommended bringing the patient for further evaluation. No adverse patient effects were reported. The product remains in service.